Event description:
The ventilator alarmed a continuous tone. Upon arrival to the room the ventilator displayed the "vent inop" light. The pt was manually ventilated until the unit was replaced. The ventilator could not be powered up afterwards. The unit was just placed back in svc 2 months ago after being returned for an overhaul.